Event description:
Additional information was received confirmed that the stimulation was on. It was also clarified that the patient had dyskinesia symptoms post surgery. The patient's condition as reported as "doing fine". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3387s-40, lot # v708632. Lead: model 3387s-40, lot # v700663.

Event description:
It was reported that the patient experienced a loss of effect from their device following an unrelated medical procedure. It was stated the patient had some type of procedure on their neck. Follow the procedure, there was a lack of efficacy, and interrogation with the physician programmer showed an error message stating the "delivered amplitude may be lower than the selected amplitude for one or more programs." It was noted the patient's device did not show a power on reset message, and it appeared the patient's setting were intact. Troubleshooting was suggested, but no patient outcome was reported. The device serial number was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).